Event description:
It was reported that the patient passed out due to a right ventricular (rv) lead fracture and complete heart block. The patient fell to the ground bumping their head and severely bruising their face. The rv lead had high impedance, high thresholds and oversensing. The patient had no underlying rhythm and the rv lead was not functioning, so the patient required a temporary pacer inserted until the rv lead was capped and a new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2010; 5076-45 implantable pacing lead (B)(6) 2010. (B)(4).